Event description:
It has been reported to philips that the system was down due to an issue with power distribution. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down. Upon troubleshooting actions, fse found that the pdu main interface was defective. Fse replaced the pdu main interface in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.